Event description:
It was reported that during insertion of a new infusion set, the applicator did not release the infusion site, and the assembly broke into pieces, after which the user inserted a new infusion site and resumed insulin delivery. No reported adverse clinical effects. Outcomes included no reported impact on health, no alarms, and no medical intervention or hospitalization. Investigation included review of user feedback and troubleshooting with education on correct infusion set deployment and connector attachment. Investigation of this case revealed a deployment malfunction of the infusion set applicator consistent with incorrect deployment of the set. It was concluded, based on previously established findings for similar reports, that the cause was user handling or technique.